Event description:
It was reported that the lv lead did not stay in place due to patient's anatomy and was removed. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.